Event description:
Call transferred from psr. Pt calling to report pump malfunction on her ms3 sn (B)(4) (exp 04/2019). Pt explains that on friday (B)(6), she noticed that her remodulin leaked onto her clothes and noticed a rash where the medication leaked. Pt changed her pump and then attempted to start the medication; however, she realized that since the remodulin from the previous pump had leaked. She might have not received the correct dose thus she did her change with the new pump. Pt experience nausea, vomiting, and diarrhea. Pt states the she called her md and they recommended to decrease her pump rate to 0.022 ml/hr. Pump is replaced and (B)(4) has been contacted. No other info available. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 101 ng/kh/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.